Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. The customer declined to have their device repaired and requested the device be returned unrepaired to them. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot a cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.